Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced three consecutive luer connectors that would not twist on, while a fourth connector attached successfully, and replacement supplies were shipped after troubleshooting. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or therapy interruption beyond the failed attachments. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed user-reported inability to attach due to suspected connector fit or threading issue, not reproduced after switching to another connector from the same lot. It was concluded that the event was related to a device component issue limited to individual connectors, with no patient harm identified.